Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, the endoscopic image of the subject device became sandstorm display. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the reported phenomenon was duplicated and the electrical contacts of the video connector socket were bent.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the communication failure between the subject device and the endoscope due to the bending of the electrical contacts of the video connector socket of the subject device. If additional information becomes available, this report will be supplemented.